Manufacturer narrative:
Codes have been updated to reflect the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the had called into patient services a few weeks ago and reported that their adaptive stimulation (as) would go to 0 in certain positions on their own. The patient denied any falls. The rep interrogated the battery and it was indicated that the patient¿s adaptive stimulation was not configured for certain positions and therefore, they were able to confirm there were no issues with the device. The patient was educated on setting the limits with adaptive stimulation, so they could adjust them as needed for each position. The issue was resolved at the time of the report. The event date was asked but was unknown. No further complications were reported/anticipated. "***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***"

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported they were programmed with adaptive stimulation post implant. It was reported that a couple of weeks post implant the stimulation would go down to zero on it's own. They did reported they have an appointment later this month to check their programming. No further complications reported/anticipated.